Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of a minicap transfer set. This was further described as "the female connector unscrewed from the main body". This was noticed during patient use, when the nurse flushed the transfer set with a syringe. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2020-08344. All information can be found under manufacturer report number 1416980-2020-08344. Should additional relevant information become available, a supplemental report will be submitted.